Event description:
The following info was reported to co by the pt: the customer reported out of range normal control solution test results. On 3/12/97, the customer opened the second bottle from a box of fifty and performed a normal control solution test. The result was 37 mg/dl versus a normal control solution range of 112-168 mg/dl. The customer called the customer support line, and with the rep performed two back to back normal control solution tests. The results were 32 and 44 mg/dl. The control solution, expiration 3/97, was opened six weeks ago and was shaken vigorously before the sample was applied. The customer performed a check strip test with the rep. The result was a92 versus a check strip range of 80-106. The customer stated that the first bottle performed accurately. The dessicant is in the open bottle. The customer stores the test strips in the bedroom.